Event description:
Dr. Was treating a pt with a clot in the right m2 segment. The guidewire and microcatheter were delivered without incident. The distal two loops of the retriever were unsheathed distal to the clot and pulled back to engage the clot. The remaining loops were unsheathed without incident-the retriever was positioned in the m1 with good clot containmen. When the physician pulled the retriever into the siphon of the internal carotid artery, the retriever lost containment of the clot. The microcatheter and retriever were remvoed, an angiogram was performed which showed a perforation/extravasation. The physician confirmed that the m1 segment was perforated following the retrieval portion of the procedure. The pt had a symptomatic subarachnoid hemorrhage immediately post procedure and died approximately 48 hours after treatment. The primary cause of death was the stroke and the perforation/sah was a contributing factor.